Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). The user reported that their test cassettes produced a clear t line but no visible c line. They confirmed that they added at least 4 drops of sample solution into the sample well and waited 15 minutes for the result to develop. The tests were provided by a kaiser pharmacy.